Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus /basal delivery. Unable to confirmed motor position encoder error alarm due to overwritten history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform unexpected restart error test, occlusion test and excessive no delivery test due to motor error alarms. The insulin pump was received with cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the insulin pump was returned for failure analysis. The customer's blood glucose was unknown. The reason behind the return was unknown.